Event description:
During the 1st freeze cycle of a cryoablation procedure, the doctor noticed the shaft of an icepearl started to collect frost. The doctor placed a wet gauze on the skin to prevent injury and continued with the procedure. The procedure was completed with no injury to the patient. The needle to be returned.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were not found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. There was no injury to the patient.

Event description:
During the 1st freeze cycle of a cryoablation procedure, the doctor noticed the shaft of an ice pearl started to collect frost. The doctor placed a wet gauze on the skin to prevent injury and continued with the procedure. The procedure was completed with no injury to the patient. The needle to be returned.